Event description:
The user received questionable vancomycin results from the cobas c501 analyzer serial number (B)(4) and provided data for two patient samples. Patient sample 1 initial result was 31.9 ug/ml and the repeat result was 40.9 ug/ml. The sample was repeated on a modular p analyzer and the result was 26.2 ug/ml. The sample was then tested on the original analyzer five times for reproducibility and the results were 32.4, 31.1, 30.8, 29.5 and 32.4 ug/ml. Patient sample 2 initial result was 37.6 ug/ml and the repeat result was 205.7 ug/ml. The sample was repeated on a modular p analyzer and the result was 30.7 ug/ml. The sample was then tested on the original analyzer four times for reproducibility and the results were 36.8, 34.9, 36.1, 36.6 ug/ml. All the results from the cobas c501 were accompanied by data flags. The results from the modular p analyzer were reported outside the laboratory. The patients were not adversely affected. It was noted the user was not following the tube manufacturer's recommendation for centrifugation speed or time. Upon evaluation of the analyzer, the field service representative was unable to find or duplicate the problem. The user ran precision testing and the field service representative ran performance testing with acceptable results.